Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") and pregnancy with contraceptive device ("she has a history of essure placement around 2016, but conceived after the procedure.") In a 45 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of myofascial pain syndrome, bladder pain, dysuria, right lower quadrant pain, adenomyosis, renal stone removal, pregnancy, parity 2, multigravida, cystoscopy (bilateral ureters patent as indicated by strong jets of urine from bilateral ureteral ostia and intact bladder urothelium, normal urinary trigone; no evidence of essure coil in bladder), laparoscopy, pelvic pain and endometriosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3358 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion medically important). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure administration. The reporter commented: the device will be removed on (B)(6) 2023. No evidence of fractured essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2023: CT scan at that time showed that right-sided essure coil was fractured with a piece that appeared low down in the pelvis slightly left of center. Flank pain improved but bladder pain and dysuria continued. [Magnetic resonance imaging] on (B)(6) 2023: 2cm likely adenomyoma in left uterine body, and likely left essure coil in place with second fragmented coil in left anterior pelvis adjacent to bladder. [Pathology test] on (B)(6) 2023: peritoneum, left perirectal, excision: endometriosis b) ovarian fossa, left, excision: fibroadipose tissue with congested vessels c) uterus and cervix, hysterectomy: cervix: no histopathologic abnormality endometrium: inactive, negative for hyperplasia and malignancy myometrium: focal adenomyosis serosa: no histopathologic abnormality essure coils at bilateral cornu (gross examination) clinical history 45 yo with essure placement followed by conception, subsequent btl and chronic pelvic pain. [Ultrasound pelvis] on (B)(6) 2022: the uterus measures 10 x 4.8 x 5.7 cm. The endometrial stripe measures 9 mm in ap thickness. Calcification near the lower uterine segment measuring 0.8 x 0.4 x 0.5 cm, likely a degenerated fibroid. The right ovary measures 2.8 x 3 x 1.8 cm and demonstrates low resistance arterial inflow on color and pulsed doppler. The left ovary measures 2.5 x 2.4 x 1.4 cm and demonstrates low resistance arterial inflow on color and pulsed doppler. There are no adnexal masses.there is no significant free fluid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnant with essure micro-insert and device ineffective. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : event- "pregnant with essure micro-insert and device ineffective" were added reporters information, medical history and lab data added, non drug treatment and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3358 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal surgery). The reporter considered medical device removal to be related to essure administration. The reporter commented: the device will be removed on (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. The reporter considered medical device removal to be related to essure administration. The reporter commented: the device will be removed on (b)(6 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.